Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was broken. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery with the unknown serial number was not returned for evaluation; therefore, failure analysis could not be performed. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.